Event description:
Healthcare professional reported that four months ago the patient had a barium swallow and an acute band slippage was seen. The aps lap-band system was removed outside of the country and is not available for returned. A new ap standard lap-band system was placed back into the patient three months later by the reporter. Follow-up findings: the patient was experiencing pain, regurgitation and not tolerating fluids. Was seen for a refill and surgery later by an unknown surgeon out of country.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was explanted outside of the reporter¿s country by an unknown surgeon. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter does not know who outside of his country was the explant surgeon or facility and so the status of the device is not able to be determined and requested for return. Therefore allergan will not receive it and no analysis or testing will be done. Band slippage, reflux, intolerance and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, reflux and pain as follows: ¿band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.¿ ¿band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation.¿ device labeling addresses the possible outcome of reflux as follows: ¿ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures.¿ ¿fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy.¿